Event description:
Patient experiencing ongoing problems with her replacement, is becoming increasingly immobile, and has been advised that there are increasing levels of chromium and cobalt in her blood. Revision not confirmed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. It has not been reported that the patient has been revised. A search of the complaints databases and/or review of device history records was not possible as the necessary product/lot code combinations were not provided. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.